Manufacturer narrative:
The device is not returning as it was retained by the hospital. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. User medwatch# 5098345.

Event description:
User facility medwatch report received that states: "retained coil wire in coronary after the wire stripped from the core." No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no other incidents and/or complaints reported for this lot. Based on the case information, the cause of the material separation could not be determined. In this case, it is possible the wire was damaged during the insertion process; however, this could not be confirmed. The reported foreign body in patient appears to be related to case circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling. User medwatch# 5098345g2: report source.